Manufacturer narrative:
One expect pulmonary needle device was received for analysis. A visual evaluation of the returned device revealed that the working length (sheath and needle) was bent approximately 1.8 cm from the distal end. A functional evaluation found the needle was difficult to extend and retract due to resistance at the bend. The complaint was confirmed. The investigation concluded that the working length was most likely bent due to some operational and/or anatomical factors encountered during the procedure. Bound by the bend, the device became difficult to actuate. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the lungs during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician actuated the needle to sample at nodal station 4r; however, the needle punctured into cartilage and the distal end of the needle bent. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the lungs during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician actuated the needle to sample at nodal station 4r; however, the needle punctured into cartilage and the distal end of the needle bent. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.